Event description:
The customer's husband reported trouble calibrating the insulin pump. The husband also stated that the insulin pump was not beeping or vibrating. Troubleshooting was performed, and the insulin pump failed the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.